Manufacturer narrative:
The reported event involved difficulty withdrawing the balloon catheter following biofreedom 3.00 x 28mm stent implantation. The balloon was reportedly observed to be spiral-shaped upon removal. The procedure was prolonged and additional intervention was required. The involved device was not returned for analysis, angiographic images, or complete procedural records were available for evaluation. Therefore, a definitive root cause could not be determined. Possible contributing factors may include procedural manipulation, vessel anatomy, lesion characteristics (e.g., calcification/tortuosity), interaction with the guidewire or implanted stent, or other patient/procedural factors. Based on the available limited information, the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The event is recognized potential hazardous situation and documented in manufacturer's product analysis. The risks are acceptable as benefits outweigh residual risk. There is no evidence of device or manufacturing activities deficiency identified. Accordingly, there is no correction or corrective action to be implemented.

Event description:
On (B)(6) 2026, the patient presented with angina pectoris. Angiography revealed severe stenosis of the left anterior descending (lad) coronary artery, and a percutaneous drug[?]eluting coronary stent implantation procedure was performed. After implantation of the coronary stent (bfr1), the stent balloon could not be smoothly withdrawn from the coronary artery. Only after pulling out the entire system was the balloon finally removed with difficulty, and the balloon was found to be spiral[?]shaped after removal. This resulted in loss of a side branch, and the procedure had to be re[?]performed. After repeated attempts, a guidewire was successfully re[?]passed and balloon dilatation relieved the situation, but the procedure time was significantly prolonged, potentially leading to serious consequences.